Manufacturer narrative:
No malfunction of motorized wheelchair suspected. Upon evaluation the brakes performed as intended and the motors meet specifications. The cause of this incident is unk but could have been caused by the end user attempting to drive the motorized wheelchair on a slope that exceeded the recommendations in the owner's manual. The owner's manual warns, "avoid ramps and slopes that are too steep, such as those that exceed 5 degrees. For example, a 12 inch ruler with one end raised 1 inch will have a 5 degree slope (see the video for example)".

Event description:
The end user alleges while operating the motorized wheelchair down an incline the unit fell forward. Allegedly, as a result of the incident the end user was hospitalized.